Manufacturer narrative:
Based on the information available for assessment, a relationship between the twiist automated insulin delivery (aid) system and the reported event cannot be determined. Investigation into the reported event remains ongoing and a supplemental report will be filed once results are available. The current version of the twiist aid system user guide provides information regarding system alarms and the recommended actions associated with them, as well as potential causes of hypoglycemia and ways to prevent it. No components or additional information relevant to the reported event have been made available to millyard advanced medical products, llc, for further investigation.

Event description:
An initial event notification was received by sequel med tech, llc on 26-may-2026 and forwarded to millyard advanced medical products, llc on the same day. The user reported that on (B)(6) 2026, they experienced a hypoglycemic event while they were outside gardening. The user stated that they began to feel symptoms of low glucose, including dizziness, and upon going inside they found their blood glucose had decreased to 35 mg/dl. The user reported that they were unsure if they received the urgent low glucose alarm from their twiist system, but also noted that they had been around other people and music at the time of the event and away from their phone. They further confirmed that they had received/heard other alarms from their system. The user drank juice and consumed other sweets to resolve the low glucose. Additionally, the they confirmed that critical alerts were on and they changed the alert volume from medium to high. The user remains ongoing on their twiist pump.